Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported trial damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments had a knick and gouges. This was out of an office set. Did not effect a surgery. No pieces were left in a patient.